Manufacturer narrative:
Analysis of the desktop charger (B)(4) found that the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s desktop charger connector pin broke. As a result the patient has lost therapy and is in distress. It was stated that the patient was doing okay, but will worsen later in the day. The patient was sent a new desktop charger overnight. No complications or further complications were reported.